Event description:
It was reported that while "using anchor c and three screws were not locking into the cage. The dr then noticed the locking ring disengaging from the screw on all three screw."

Manufacturer narrative:
Method: risk assessment. Results: the locking ring of the reported anchor c self drilling bone screw was confirmed to be disengaged from the locking ring, as reported per the correspondence. The event resulted in a 5 minute surgical delay and no adverse consequence to the patient. Per the correspondence, the doctor noticed three anchor c screws the root cause of locking clip failures is being studied under a CAPA. The following root causes have been identified under this CAPA: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. The cause of the reported event is likely both design related and user related. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that while "using anchor c and three screws were not locking into the cage. The dr then noticed the locking ring disengaging from the screw on all three screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.